Event description:
The customer reported to customer service that the power adapter for her breast pump "is broken. A screw came out and I had to tape it together."

Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that after approximately 4-1/2 months of use, she plugged the power supply in, heard a crack, and one of the screws "popped out" and pieces of the transformer housing chipped off. She did not witness any smoke, fire or sparking and an injury was not sustained as a result of the issue. She also indicated that she would return the power supply; however, as of the date of this report, the product has not been received. Though the product has not been tested/analyzed, this type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continue to be monitored. Should the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.